Event description:
The customer complained of experiencing unexplained low blood glucose levels. The reported blood glucose reading was 69 mg/dl. Troubleshooting was performed, and the displacement test failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.